Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, paient underwent balloon kyphoplasty at l3. Intra-op, two balloons out of one tray had burst. No patient complications were reported. Product came in contact with patient. The surgeon describes that both balloons had burst during inflation, radiopaque material flew out.

Manufacturer narrative:
Product analysis: during visual analysis, not problem was detected on the ibt. During functional analysis, an attempt was made to inflate the balloon until the miv (maximal inflation volume) of 5cc and it was done without any problem. The balloon was able to keep the pressure and no leak was detected. Conclusion: based on the information provided, visual and functional analysis, the complaint cannot be confirmed, because the ibt is working as intended.